Event description:
After the implant procedure, a decrease in sensing was observed. The patient's heart rate also increased and blood pressure had deteriorated. Via review of the echocardiography, pericardial effusion was observed; drainage was performed. A thoracotomy was then performed for the hemostasis. Patient went into cardiac arrest, CPR was conducted. The lead was capped.